Event description:
Information was received indicating that a smiths medical tubing did not flow. The pump works fine but no fluid drains from the bag. There were no reported adverse events. The issue was resolved by changing the tubing.